Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2012. It was reported a dural tear occurred during the procedure when an entry site was attempted via the guide wire. The physician performed a blood patch and attempted entry lower and was able to place the lead. It was reported the pt experienced no adverse symptoms as a result of the procedure and she will be moving forward with a permanent scs system implant.